Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon observed a crease in the central optic of a 13.2mm micl13.2, -11.5 diopter, implantable collamer lens upon loading into the injector. There was no patient contact with the lens.